Manufacturer narrative:
Fsr thought it was aspiration errors (clot in probe or leaking tubing). Other: probe and sample loader tubing replaced as a precaution. Other: probe; sample loader tubing. Investigation summary: the cell-dyn 3500 sl analyzer was generating erratic results in closed mode. Blood volume in vials was 2 - 2.5 ml. Results were reported out and questioned by the physician. The repeat run did not match the initial run. The customer technical advocate (cta) discussed the issue with the customer. The customer stated all maintenance was up to date, controls were within range- no data provided. No mode-to-mode difference was indicated by controls or patient-to-patient comparisons. The cell-dyn 3500 system operator's manual. 92722-05, rev e, on page 3-52 recommends, for the lri (lower region interference) flag, that the customer check the background values. If it is outside limits troubleshoot. If it is within limits repeat the specimen. If the flag persists, review a stained smear to determine the cause of the interference and verify the plt count. The action for an rbc morph flag is to review a stained smear for abnormal rbc or plt morphology and follow your laboratory's review criteria. (P. 3-58). The manual also recommends that if there are dispersional data alerts (underlined results) that the operator follow a laboratory protocol such as repeating the sample, reviewing a slide or consulting the physician (p. 3-40, 5-17). The cta recommended that as the issue was erratic, a field service representative (fsr) should check the instrument. The fsr changed the probe and replaced the sample loader tubing as the probe could have had a clog or the tubing could be leaking- both would create aspiration errors in closed mode. The fsr replaced both as a precaution. The controls recovered in range and backgrounds were acceptable. No further troubleshooting was required. Trending: a review of complaint reports, for the period february 2007 through september 2007, did not indicate any adverse trend for the cell-dyn 3500 sl, list base 91350-0, 1 for issues with erratic results. Labeling: the event is addressed in the cell-dyn 3500 system operator's manual, 92722-05, rev e section 3: principles of operation: operational messages and data flagging: dispersional data alerts: p. 3-40. Flagging summary: plt flags: lri: p. 3-52; rbc flag: rbc morph: p. 3-58 section 5: operating instructions: set up instructions: dispersional data alerts: p. 5-17. Conclusion: the device was evaluated and the alleged failure could not be duplicated. The cause of the event is unknown, possibly attributed to a clog or leak in the tubing. The fsr serviced the analyzer and ran performance checks with acceptable results. No impact to patient management was reported. This is the final report.

Event description:
The customer states that the cell-dyn 3500 sl analyzer generated erratic patient results that were reported out of the lab and subsequently questioned by a physician. Reported results were: wbc=2.68 k/ul, rbc=6.587 m/ul, hgb=22.0 g/dl, hct=66.2% and plt=66.2 k/ul. The sample was repeated yielding the following results; wbc=9.24 k/ul, rbc=3.69 m/ul, hgb=12.2 g/dl, hct=35.4% and plt=287 k/ul. No impact to patient management was reported. Service was dispatched to the customer site.